Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had premature battery depletion as the device has been implanted for less than four years and has now reached recommended replacement time (rrt). The ICD was explanted and replaced. No patient complications have been reported as a result of this event.